Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) plus blood collection tubes there was improper plasma separation. There was no report of patient impact. The following information was provided by the initial reporter: customer states samples exhibit improper plasma separation in edta tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and red cells were seen in the plasma. 100 retained samples from each lot number provided were visually inspected, and no additive abnormality were found. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. Testing of bd edta tubes is intended for whole blood analysis. Bd does not have product claims for plasma separation quality from edta tubes. Therefore further clinical investigation is not required for this claim as the workflow is off-label. Use of bd products outside manufacturer claims must be validated by the end user. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for a product defect as customer use is outside manufacturer claims for this product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) plus blood collection tubes there was improper plasma separation. There was no report of patient impact. The following information was provided by the initial reporter: customer states samples exhibit improper plasma separation in edta tubes.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2066315. D.4. Medical device expiration date: 31-mar-2023. H.4. Device manufacture date: 07-mar-2022. D.4. Medical device lot #: 2038961. D.4. Medical device expiration date: 28-feb-2023. H.4. Device manufacture date: 07-feb-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed..